Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper reprocessing was the device was reprocessed with the different procedure from the instruction manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) performed reprocessing training the following day. The device is not expected to be returned to olympus as no malfunction was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer performing an onsite in-service observed a technician missing some steps during reprocessing of the evis exera ii ultrasound gastrovideoscope. The technician did not flush behind the elevator, did not brush the balloon channel, and did not place the scope with the knobs up. There were no reports of patient involvement or harm.